Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device could not keep a constant water flow inside the pad. The patient was in normothermia therapy due to neurogenic fever. The target was 37`c. At the moment of the call, patient was stabilized at 36.7 and water flow was 1.8 l/min. The device showed minimum flow on the screen. Customer reported variations from 1.6 to 2.3l/min additional information was received that the patient completed therapy on the same device. The flow rate stabilized at 1.7 lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device could not keep a constant water flow inside the pad. Patient was in normothermia, due to neurogenic fever. Target was 37`c. At the moment of the call, patient was stabilized at 36.7 and water flow 1.8 l/m. The device showed minimum flow on the screen. It was also reported that there was a variation from 1.6 to 2.3.